Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
It was reported the customer was hospitalized for high blood glucose. Date of admission was (B)(6) 2014. Blood glucose at the time of admission was over 600 mg/dl. It was found the customer was throwing up prior to being hospitalized. Customer also reported diabetes ketoacidosis was the cause of their hospitalization. The customer was still in the hospital at the time of the call. Troubleshooting found the customer's blood glucose was functioning as designed. Customer also stated the time on their insulin pump was not correct. Advised customer this could cause inaccurate deliveries. Customer was also advised their high blood glucose could be caused by a bent cannula. No additional information provided.